Event description:
It was reported that during the case, the unit malfunctioned and caused a fluid overload in the left shoulder of the pt. It was further reported that the unit was taken out of service after the case.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.